Event description:
After eval of the unit for a complaint that was not verified, during which the unit devlivered at least 30 shocks with no problems, the unit failed to deliver energy during the final test.